Event description:
Patient with acute ischemic stroke and large vessel occlusion. Patient was taken for emergent interventional radiology thrombectomy of left middle cerebral artery. During the procedure when the guide catheter and raptor 71 was advanced over an aristotle colossus guidewire and holes were positioned at the area of occlusion, the raptor 71 was connected to the suction and after 1 minute thrombectomy was performed. During retrieval of the raptor 71 there was fragmentation of a small tip coil at the internal carotid artery terminus. The removed device was inspected and there were no other compromised areas of the device. Repeat subtraction angiography demonstrated persistent occlusion of the superior division of the left middle cerebral artery with a small ring, shaped tip coil at the internal carotid artery terminus without any associated thrombus, contrast extravasation or vessel occlusion.